Event description:
Adverse event: "pressure loss" (intraocular pressure, delayed, uncontrolled) product problem: "pressure issue" (pressure issue). The surgeon reported there was pressure loss during the procedure. The surgeon replaced the trocar cannula and regular cannula to help alleviate the pressure loss. This resolved the issue and the procedure was completed without further incident. Additional follow-up information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4)